Manufacturer narrative:
Customer contacted for a refund/ replacement through amazon, but no response was provided.

Event description:
Customer used this test a couple times and all times her results were negative when other brands provided positive results